Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena caval occlusion, venous stenosis and venous insufficiency do not represent device malfunctions. These are known potential adverse event associated with the use of ivc filters and are listed in the IFU as such. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, bilateral iliac venous stenosis, leg swelling secondary to deep venous insufficiency, and ivc occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. No additional information is available.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures on or about eleven years and six months post implantation. The patient reports to have blood clots, clotting and that the filter is unable to be retrieved. There have been no known attempts made to remove the filter. The patient also reports to have ivc stenosis and to be suffering from fear, stress, and anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to bilateral iliac venous stenosis, leg swelling secondary to deep venous insufficiency, and ivc occlusion. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut (s) into organs, tilt of the ivc filter blood clots, clotting, occlusion of the ivc, ivc stenosis and the filter is unable to be retrieved. There have been no known attempts made to remove the filter. The patient also reports anxiety. A CT scan, done approximately fourteen years post implant, revealed a ivc filter located below the level of the renal veins and within the ivc. The tip of the ivc filter is tilted posteriorly. The radial spokes of the ivc filter extend beyond the ivc wall. A posterior spoke lies adjacent to the intravertebral disc of l2-l3 and a left lateral spoke lies adjacent to the posterior aortic wall. A non-calcified pulmonary nodule in the right middle lobule, cholelithiasis and an 8cm left renal cyst were also noted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc and other vasculature is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Venous insufficiency and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to bilateral iliac venous stenosis, leg swelling secondary to deep venous insufficiency, and ivc occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures on or about eleven years and six months post implantation. The patient reports to have blood clots, clotting and that the filter is unable to be retrieved. There have been no known attempts made to remove the filter. The patient also reports to have ivc stenosis and to be suffering from fear, stress, and anxiety. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut (s) into organs, tilt of the ivc filter, blood clots, clotting and or occlusion of the ivc, device unable to be retrieved; however, there have been no documented attempts to remove the filter. The filter subjects the patient to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, additional perforation, clotting thrombosis and even death. The patient further reports ivc stenosis, occlusion of the ivc, leg swelling, perforation of the ivc, tilting of the ivc filter, inability to remove the filter, severe fear, stress, anxiety and loss of enjoyment of life. An abdominal computerized tomography (CT) scan completed fourteen years and ten months after the filter was implanted reported that the ivc filter is located below the level of the renal veins and remains within the ivc. The tip of the ivc filter is tilted posteriorly. The radial spokes of the ivc filter extend beyond the ivc wall. A posterior spoke lies adjacent to the intravertebral disc of l2-l3 and a left lateral spoke lies adjacent to the posterior aortic wall. A non-calcified pulmonary nodule in the right middle lobule, cholelithiasis and an 8cm left renal cyst were also noted.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to bilateral iliac venous stenosis, leg swelling secondary to deep venous insufficiency, and ivc occlusion. Per the patient profile form (ppf), the patient became aware of the alleged failures on or about eleven years and six months post implantation. The patient reports to have blood clots, clotting and that the filter is unable to be retrieved. There have been no known attempts made to remove the filter. The patient also reports to have ivc stenosis and to be suffering from fear, stress, and anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0803026 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Venous insufficiency does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.